Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a cryo ablation procedure, a cardiac perforation occurred. A difficult transseptal puncture was performed and while freezing the right inferior pulmonary vein, the patient became hypotensive and tachycardic. An echocardiogram and an intra cardiac echocardiography (ice) revealed a cardiac perforation, for which a pericardiocentesis was performed to stabilize the patient. The physician indicated the cause for the cardiac perforation was the patient's difficult anatomy. There were no performance issues with any sjm device.